Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that the pump touch screen was unresponsive. It was also reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (bg) level was 528 mg/dl. Customer administered a manual insulin injection to address elevated bg. Customer reverted to an alternate method of insulin therapy.